Manufacturer narrative:
Review of device history records show that the product was made to print and correct materials. Product likely left conforming to print as there was no evidence that states otherwise. Since no complaint products were returned for evaluation, the complaint cannot be confirmed and there have been no further complaints associated with that lot. It is unlikely this product was mixed or not properly identified and this is likely not a supplier issue. Product remains implanted.

Event description:
It was reported that patient underwent a metacarpal fracture procedure utilizing a 1.1 mm nail. However, when the surgeon attempted to use the associated bending tool with the nail, it did not fit. The nail cap was attempted with the nail and did not fit either. The nail was removed from the patient and measured to be a 1.6mm nail. The surgeon used a bending tool from another 1.6mm nail package and implanted the nail. There was no delay to the procedure as a result.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the event. The complaint could not be confirmed as the product was implanted. A review of complaint and invoice history for this lot confirmed that a majority of the units from the lot have been implanted without any other complaints. The product associated with this report is a depuy product manufactured on feb 22, 2012. It is noted that biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. On june 16, 2012, which is the closing date. Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product or actually sold the product to the healthcare provider. Because the product that is the subject matter of this report was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet. Depuy also sold the product that is the subject matter to the healthcare provider involved.